Manufacturer narrative:
The reported condition of a pump in which the stop key on the pump head module (phm) keypad had stopped working was confirmed by the facility's biomedical technician (bt). The phm keypad was replaced; however, was still not responding. The bt identified the user interface module printed circuit board (uim pcb) to be defective. The bt has requested the part number for the uim pcb so the device can be fixed on site. The device will not be returned to baxter for service evaluation.

Event description:
The facility reported to corporate product surveillance (cps) a colleague infusion pump in which the stop key on the pump head module (phm) keypad stopped working. The facility biomedical technician stated he replaced the phm keypad and checked the connections. The phm keypad was still not responding. The biomedical technician has identified the user interface module printed circuit board (uim pcb) to be defective. The biomedical technician stated that he does not want to send the device in for service evaluation, however has requested the part number for the uim pcb so the device could be not fixed on site. This problem was identified during bio-med testing. There was no pt injury or medical intervention necessary. No additional information is available.